Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515065. Batch # 2407417. Verbatim: when adding air to the vial while compounding, the injector (non-locking) and syringe popped off (still lured together) and caused chemo to shoot out of the top of the membrane on the vial protector. She clarified that the syringe and injector never separated, but that the leak was made after totally disengaging the membranes between the injector and the vial protector. The lot number for the protector involved in the incident is: 2407417 products#: 515064. Additional information received on 02dec. Yes, 515065 would be correct. There was no patient involved in this situation. No serious injury occurred but there was exposure to hazardous drug/chemo spill.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2407417, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified related to the reported event. Retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the protector membrane, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material # 515065 batch # 2407417. When adding air to the vial while compounding, the injector (non-locking) and syringe popped off (still luered together) and caused chemo to shoot out of the top of the membrane on the vial protector. She clarified that the syringe and injector never separated, but that the leak was made after totally disengaging the membranes between the injector and the vial protector. The lot number for the protector involved in the incident is: 2407417 products#: 515064. Additional information received on 02dec. Yes, 515065 would be correct. There was no patient involved in this situation. No serious injury occurred but there was exposure to hazardous drug/chemo spill. Did they aspirate the amount of air equal to the volume needed, and inject the air into the vial before attempting to withdraw medication? Customer response: I believe it was a fluke. I was pushing air into the vial and the syringe slipped off. I don¿t believe I had it completely on. I believe it to be user area.